Event description:
It was reported that there was an impedance issue. Impedances were high and had values of greater than 3,600 ohms and greater than 10,000 ohms. Electrode 8 showed greater than 3600 ohms with the old implantable neurostimulator (ins) preoperatively, and a new ins was put in at the time of the report. No action was required as a result of the event. If there was a product issue, the issue was not resolved and the cause of the issue was not determined. Electrode 8 was not in use pre-operatively. The patient status at the time of the report was alive, no injury, and there were no patient symptoms or complications associated with the event. The patient was receiving effective therapy and no action was planned by the physician. Information regarding why the ins was replaced and when the high impedances were first seen has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-33, lot# j0120535v, implanted: (B)(6) 2001, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).

Event description:
It was further reported that the stimulator was being replaced as it was at early replacement indicator (eri). The high impedances were first seen on the day of the replacement. The follow up was considered complete.